Event description:
Patient set up the cycler with one 5 liter solution bag and reported a "make sure heater bag in on heater tray" alarm which was cleared. The ccpd treatment was then started. Treatment prescription: two fills of 2000 ml, no last fill and no mid-day exchanges. In fill1, patient had frequent alarms: m65 scale reading error, drain complications, and patient line. Patient reported she felt discomfort as she was filled. Patient then did a stat drain obtaining 4038 ml. The symptoms resolved after draining and did not need medical intervention. The solution remaining in the heater bag was not weighed but patient reports about 1/4 of the solution remained. Patient stated she then ended the treatment and disconnected. Patient used the incident cycler again on the evening of on (B)(6) 2013 and completed the treatment without problem or alarms.

Manufacturer narrative:
A medical review was performed on the patient's treatment data and medical information obtained. A large drain volume was reported in stat drain 1. The patient did not have a serious injury as a result. The cycler will be evaluated upon return to the manufacturer and a supplemental report will be submitted upon completion.